Event description:
It was reported that this smart pass feature was disabled on this device. Review of device data found this electrode exhibited high, out-of-range (oor) shock lead impedance (sli) measurements measuring greater than 400 ohms. It was noted there was some odd deflections and then a flat signal. The device is programmed in primary. Technical services provided troubleshooting options. The patient was evaluated in the clinic, and they were able to re-product the high oor sli. Additionally, there was small noise when programmed in primary and secondary however, in alternate there was a completely flat line and absence of r-waves. Technical services provided possible cause and recommended a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this smart pass feature was disabled on this device. Review of device data found this electrode exhibited high, out-of-range (oor) shock lead impedance (sli) measurements measuring greater than 400 ohms. It was noted there was some odd deflections and then a flat signal. The device is programmed in primary. Technical services provided troubleshooting options. The patient was evaluated in the clinic, and they were able to re-product the high oor sli. Additionally, there was small noise when programmed in primary and secondary however, in alternate there was a completely flat line and absence of r-waves. Technical services provided possible cause and recommended a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this electrode was explanted and replaced successfully. The electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 30mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this smart pass feature was disabled on this device. Review of device data found this electrode exhibited high, out-of-range (oor) shock lead impedance (sli) measurements measuring greater than 400 ohms. It was noted there was some odd deflections and then a flat signal. The device is programmed in primary. Technical services provided troubleshooting options. The patient was evaluated in the clinic, and they were able to re-product the high oor sli. Additionally, there was small noise when programmed in primary and secondary however, in alternate there was a completely flat line and absence of r-waves. Technical services provided possible cause and recommended a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this electrode was explanted and replaced successfully. The electrode is expected to be returned. No additional adverse patient effects were reported.